Manufacturer narrative:
The insulin pump passed functional testing's including the displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. The drive and motor were inspected and no drive or motor anomaly or motor error alarm was noted during testing. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.